Event description:
During removal of the csi wire the distal 30 mm radiopaque portion of the 0.014" interventional wire remained lodged in the distal portion of the posterior lateral branch of the right coronary artery.